Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no similar reported from this lot. Based on available information, the reported poor imaging resolution and single leaflet device attachment (slda) were due to challenging patient anatomy. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was difficulty imaging due to patient anatomy. One clip was implanted; however, it detached from the posterior mitral leaflet (pml) (single leaflet device attachment (slda)) shortly after. In the physicians opinion the restricted posterior leaflet contributed to the slda. A second clip was implanted to stabilize the slda clip, reducing the mr to a grade of 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.